Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, under sensing and a decrease in pacing impedance. Furthermore, the patient reported experiencing phrenic nerve stimulation. Upon x-ray examination, it was determined that a perforation occurred. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, under sensing and a decrease in pacing impedance. Furthermore, the patient reported experiencing phrenic nerve stimulation. Upon x-ray examination, it was determined that a perforation occurred. The physician decided to explant and replace this lead. The lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d6b: explant date. Additional information received indicating that the device has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, under sensing and a decrease in pacing impedance. Furthermore, the patient reported experiencing phrenic nerve stimulation. Upon x-ray examination, it was determined that a perforation occurred. The physician decided to explant and replace this lead. The lead was returned. No additional adverse patient effects were reported.